Event description:
Patient reported obtaining a blood glucose result of 224 mg/dl, while using the suspect device. Patient indicated that blood glucose was immediately retested, on a physician's device, with a result of 94 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.